Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided. Device evaluated by manufacturer:.visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a hole in the guidewire lumen that appears to be consistent with a guidewire puncturing it. There is blood present in the hub, inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, it was noted that the balloon was perforated during inflation. The procedure was completed with a different device. There were no patient complications nor injuries were reported.